Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated there were random no insulin delivery alerts and that connectivity to the phone did not work. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, and unk_fotasoftware. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the loss of connection between the pump and the mobile device. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-242a, mmt-332a, and product return is not applicable for non-physical devices (unk_fotasoftware).

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing.¿ the pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, self test and force sensor test. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump connected to the minimed mobile app successfully on both android and ios. No bluetooth communication anomaly noted. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and force sensor assembly noted. ¿ the pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.